Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump's battery life was shorter than expected. Troubleshooting confirmed that there were "low battery" warnings in the pump history. The issue reportedly occurred with multiple batteries from different packs. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box showed evidence of partially discharged batteries being installed on multiple occasions. The battery cap was not returned with the pump for investigation; a test battery cap was used. The battery compartment was cracked in two places and the battery cap was unable to fully tighten. The pump was able to power on with the test cap and current draws were within specifications. The pump casing was removed and no internal defects were found. The complaint of short battery life could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the pump casing was cracked between the case seal and the keypad.